Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the water tightness was lost due to a cut on the bending section cover, the specified resolving power was not obtained due to damage on charged coupled device unit, the image had black dots due to damage on charged coupled unit, adhesive on bending section cover was detached, connecting tube had a scratch, bending angle in down and right directions did not meet the standard value due to wear of angle wire, the play of upward/downward and right/left knobs were out of the standard value due to wear of angle wire, image guide protector had a scratch, grip had a scratch, control unit had a scratch, scope cover has a scratch, switch box had a dent, universal cord had a scratch, bending tube was deformed, low light in image due to deterioration of lens unit, and the light guide bundle was deteriorated. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited discoloration inside the light guide lens and foreign material on the distal end. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "discoloration of inside the [light-guide] lg-lens" was presumed to have been due to physical stress to the distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The suggested phenomenon of "foreign material at distal end" was presumed to have been due to reprocessing that was not conducted properly due to leakage from the (bending section cover) a-rubber. ¦suggested event 1 "discoloration of inside the lg-lens": the event can be detected in accordance with the following instructions for use (IFU): IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. ¦suggested event 2 "foreign material at distal end": the event can be detected and prevented in accordance with the following IFU: IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.